Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. The tubing set was being used to deliver 0.45% normal saline with an unspecified concentration of heparin at an unspecified rate via the patient's peripheral arterial catheter. After an unspecified number of days in use, it was noted that the locking spin collar on the t-connector became loose; subsequently, the pt lost approx 5ml to 10ml of blood. The spin collar of the tubing set was tightened and the therapy was resumed. It was reported that an unspecified time later, the pt was given a blood transfusion. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.